Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair, bilateral sacrospinous fixation and cystoscopy due to total vaginal prolapsed. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, abdominal swelling and cramping and recurring bladder prolapse. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to pain, infection and mesh falling down.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 8/22/2016.